Manufacturer narrative:
The insulin pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received missing the end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received excessive no delivery alarms. The customer did not trust the insulin pump. Customer's blood glucose level was 9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.